Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose of 30mg/dl. The customer stated that she had seizures and passed out. Troubleshooting was performed. The customer stated that she was treated at home by the paramedics. The customer stated that she was connected during the rewind and manual prime of the insulin pump. The time and date were correct. The basal and bolus matched to the daily totals. The amount of insulin on the screen matched to the visible units left in the reservoir. Ran a displacement test and the device passed the test. Advised the customer to talk to her doctor about her low blood glucose. No further information was provided.